Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "3, 7, 8, 9 do not work on keypad," was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad failure. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of a few keys (3,7,8,9) not working on the keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.